Manufacturer narrative:
The pump was received for investigation. A visual inspection and functional test found that the tamper seal was removed or broken and the case was broken on the bottom and a crack on the right plunger assembly. An occlusion test was used to verify customers reported events. The problems duplicated. The cause of the reported events could not be determined. Lead screws and both clutch halves were replaced. The worn coupling and worn gear were replaced. Maintenance was performed and all functional test passed. A device history review (DHR) was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Operator of device is unknown.

Event description:
It was reported that the pump is failing occlusion test and clutch is slipping. Motor rat error. Case is cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with crack on right plunger case. Both tamper seals were broken. There was evidence of the error recorded in the event history log. For the customer reported problem: 1- check clutch error was found during occlusion test. 2- unable to duplicate motor rate error during occlusion test. This was due to 1- clutch halves slipping due to normal wear. 2- unable to determine the intermittent of the error. For corrective action, 1- replaced lead screw and both clutch halves. 2- replaced worm coupling and worm gear for preventive measure. The root cause of the reported issue was traced to normal wear consistent with use. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.